Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 200cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The sample is available for MFR eval and has been requested.

Manufacturer narrative:
The sample has been discarded and is not available for evaluation. The reported complaint is not confirmed. A complaint sample is not available for MFR's eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the deice mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.